Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumers mother stated that her daughters tampon had fallen apart and pieces were left inside. Mother reports that her daughter had severe abdominal pain, nausea, itching and a bacterial infection with discharge and had medical treatment.